Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the downloaded log file. A review of the downloaded log file spanned approximately 20 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Throughout the log file, an intermittent power cable disconnect alarms that were not associated with true power cable disconnections were captured on (B)(6) 2021, on (B)(6) 2021, and on (B)(6) 2021, due to the relative state of charge (rsoc) voltage levels dropping to ~0v while connected to 14v batteries. The atypical alarms occurred on both power cables and cleared when the rsoc voltage levels returned to the appropriate range. The alarms did not affect the controller's ability to operate the pump at the set speed. The returned system controller (serial number (B)(6)) was functionally tested and was found to support a system without any atypical alarms throughout testing. The root cause of the reported events was unable to be conclusively determined through this analysis. Incidental findings: early stages of conductor breakdown. The controller was shipped to the customer on (B)(6) 2017 and was assigned to a patient at their implant (B)(6) 2017. This system controller was in use 4+ years. Heartmate ii instructions for use (IFU) (rev. C) indicate under the technical specifications of the heartmate ii system controller that the system controller product life is 3 years from the date of first use. Heartmate ii patient handbook (rev. C), under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had an alarm on the controller. The device alarmed for power cable disconnected with batteries fully charged on both side. The controller was exchanged.